Event description:
Report received from an abbott international affiliate (abbott-canada) which states, "contact injury with 5fu after tubing separated from the spike. Event occurred in a retail pharmacy. An infusion of naci + 5000 mg of 5fu was prepared by the technician. When the pharmacist went to pick up the preparation, it leaked on their hand. No aes (adverse effects) were expereinced by the pharmacist." Although requested, no additional information was provided.